Event description:
It was reported that a healing abutment fractured in the patient's mouth at tooth location #9. The patient came into the office with the abutment in hand. Part of the fractured abutment remains stuck in the implant. The patient is scheduled for an additional appointment to retrieve the broken portion. There was no report of patient injury.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being submitted: it was reported that a healing abutment fractured in the patient's mouth at tooth location #9. The patient came into the office with the abutment in hand. Part of the fractured abutment remains stuck in the implant. The patient is scheduled for an additional appointment to retrieve the broken portion. There was no report of patient injury. Date rec¿d by MFR: 23 may 2019. Type of report: follow up. Type of reportable event: serious injury. Device evaluated by MFR: yes. The reported device was received for evaluation. Visual inspection identified that the healing collar is fractured at the threaded region. Review of x-rays provided revealed the threaded region of the healing collar is fractured in the implant,. The reported condition of an abutment that fractured in the implant is confirmed. A device history record (DHR) review could not be performed as the reported device lot is unknown. Zimmer biomet quality management system has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the reported device dating back 12 months. The complaint history review revealed that there are no existing non-conformances for the reported device related to the reported event. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to report zimmer biomet complaint number (B)(4). The following information is unknown the time of this report: device manufacture date: unknown. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that a healing abutment (hc343) fractured in the patient's mouth at tooth location #9. Patient came into the office with the abutment in hand. Part of the fractured abutment remains stuck in the implant. The dr has the screw removal tools to retrieve the broken portion. The patient is scheduled for an additional appointment to retrieve the broken portion. It was reported that the patient's condition at the time of the event was good. There was no report of patient impact.